Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the aio (all in one) display was defective. The field service engineer replaced aio and reimaged the station to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, the program was unable to start and became unresponsive on the boot screen. The customer reported that the malfunction caused a delay in the dispensing of medication to the patient. There were no adverse events or injuries reported based on this incident.